Manufacturer narrative:
Investigation summary : no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced leakage. The following information was provided by the initial reporter: after cesarean section, the second vein channel was established according to the doctor's advice. After successful puncture, there was leakage of blood, the needle core was pulled out and connected to the infusion set. After observation, no extravasation was found, the patient continued to use the vein.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced leakage. The following information was provided by the initial reporter: after cesarean section, the second vein channel was established according to the doctor's advice. After successful puncture, there was leakage of blood, the needle core was pulled out and connected to the infusion set. After observation, no extravasation was found, the patient continued to use the vein.